Event description:
The customer reported, a "speaker malfunction" inop on the monitor. It was confirmed that there was no audio sent from the monitor's speaker. No pt harm was reported.

Manufacturer narrative:
(B)(4). The reported description of this complaint notes, there was a pt monitor speaker malfunction. It was confirmed that there was no audio sent from the monitor's speaker. The monitor's speaker assembly board was replaced. Root cause: it appears that the root cause of the speaker malfunction is associated with a hardware failure of the monitor's speaker assembly board. Risk analysis: in the presence of life-threatening events when no sound is available from the monitor, possible serious injury and/or death can occur. However, a visual message "speaker malfunction" is available of the monitor's display screen should a speaker malfunction be detected. According to the instructions for use manual should a speaker malfunction be displayed, it is suggested that you contact your svc personnel to check the speaker and the connection to the speaker. Consideration of this complaint and similar complaints supports that there is no design, mfg, materials, or labeling problem. No further investigation or action is required.